Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 8.54 mg/day) and bupivacaine (20 mg/ml at 8.54 mg/day) via an implanted pump. The patient¿s medical history included chronic pain and sleep apnea. On (B)(6) 2020, during the routine pump replacement procedure, when the hcp was attempting to aspirate the catheter it aspirated slowly/weakly. The hcp freed up the catheter from the mesh pouch, as it was scarred in really well, and replaced the pump segment of the catheter after which catheter flow was freely observed. There was reported to be no environmental, external, or patient factor that may have led or contributed to the issue. No diagnostics and/or troubleshooting was performed. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. On (B)(6) 2020 it was reported that the patient was doing great following the procedure. No further complications were reported/anticipated.